Event description:
Tourniquet would not inflate. Changed machine and tubing. Surgeon used a hemaclear tourniquet instead. Used a second stryker tourniquet with same lot number, after testing it, worked fine for second patient.